Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead impedance was unstable and undefined. The physician checked the connection and it seemed normal. When tested with the analyzer the measurements were stable and after reconnection with the device the measurements were unstable. The physician decided to cap and replace the right ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.